Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer would not power up. The software was reloaded as a preventive measure. The device passed all functional, safety and systems tests. (B)(4).

Event description:
It was reported that the programmer would not power up. Troubleshooting suggestions included trying to disconnect the battery and turning the power cord so that it was at the "3 or 9 o'clock position" and trying to power it up again. But the programmer has been returned for service. There was no patient involvement.